Event description:
My mentor siltex contour profile breast tissue expander ruptured. It was implanted on (B)(6) 2013 during a bilateral skin sparing reconstructive mastectomy. The right expander was explanted was explanted on (B)(6) 2014 and my left was explanted on (B)(6) 2019. FDA safety report ID # (B)(4)